Manufacturer narrative:
(B)(4). The cortical fix extended tab ti 7x40mm extended tab polyaxial screw (product code: 1867-70-140, lot number: tbjba) was returned to the customer quality unit (cqu) on december 21st, 2016. The screw was not broken, but had become disassembled into its tulip head and screw shank. The saddle remains in the tulip head. The screw head¿s drive feature shows heavy signs of use and has become stripped. In addition, the saddle features several notches at the top of its inner diameter wall. These are superficial, but indicative of forces placed on the screw during use. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant angle, may be sufficient to dislodge the saddle and other parts of the screw from one another, forcing the screw head through the bottom of the tulip head as a result. Notably, the interior of the drive feature is stripped and there are nicks on the surface of the saddle. As a result, it is believed that an unexpectedly high amount of force was placed on the screw head and tulip head during tightening, resulting in the screw shank being dislodged from its intended location and forced through the base of the tulip head. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the drive feature of the screw during tightening, potentially at a significant angle, resulting in the screw disassembling during use. As there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While implanting a 7x40 cortical fix x-tab, the screw broke free of the tulip head / x-tab. The screw was backed out of the bone and a new cortical fix x-tab was implanted without issue.